Event description:
The reported perforation occurred within 6 weeks post-implant and showed elevated pacing thresholds. Patient reported symptoms of chest pain or shortness of breath. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.